Event description:
Review of performance data from the ICD indicates an abrupt fluctuation in hv lead impedances. The rv lead was replaced. It is of note that previously the pace/sense portion of this lead was capped and replaced due to sensing issues. There has been no inappropriate therapy delivered and no patient complications have been reported as a result of this event.

Event description:
Review of performance data from the ICD indicates an abrupt fluctuation in hv lead impedances. The rv lead was replaced. It is of note that previously the pace/sense portion of this lead was capped and replaced due to sensing issues. There has been no inappropriate therapy delivered and no patient complications have been reported as a result of this event. A 3500a was received and further reports that the lead developed erratic high voltage lead impedances that indicate damage to the proximal coil.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was observed during the data analysis. The weekly impedance measurements indicate elevated values of the high voltage coil measurements. Review of performance data from the ICD indicates an abrupt fluctuation in hv lead impedances. The rv lead was replaced. It is of note that previously the pace/sense portion of this lead was capped and replaced due to sensing issues. There has been no inappropriate therapy delivered and no patient complications have been reported as a result of this event. A 3500a was received and further reports that the lead developed erratic high voltage lead impedances that indicate damage to the proximal coil. Device was out of specification in a manner that relates to event lead(s), fracture of.